Event description:
It was reported that prior to starting post anesthesia a da vinci assisted simple prostatectomy surgical procedure, the insulation of the black cable of the maryland bipolar forceps instrument was found to be defective. The maryland bipolar forceps instrument was not used on patient. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part number 420172-18/ lot number k10220124 107) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The instrument had 6 uses remaining after the last procedural use. This complaint is a reportable malfunction event based on the following conclusion: it was alleged that the maryland bipolar forceps instrument had conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis found that the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation material is lifted; however, no pieces were missing. The conductor wire was not exposed, and no wires were physically damaged. An electrical continuity test was performed, and the instrument passed. The root cause of the damaged conductor insulation is attributed to mishandling/misuse, commonly cause by collision with another instrument or sharp object.